Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/23/2013)-product evaluation: the returned product has been evaluated by lifescan product analysis on 07/19/2013 with the following findings: the analysis of the test strip was normal. No issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch vita meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 2x daily. The patient manages her diabetes with novomix insulin (30 units in the morning/11 units in the evening). The alleged issue began about 2 years prior to contacting lfs. The patient reported her evening readings at around ¿10 mmol/l to 23 mmol/l¿ with the subject meter. On the morning of (B)(6) 2013, the patient reported a blood glucose result of ¿9 mmol/l¿ with the subject meter (usually 8 mmol/l in the morning). The patient denied making any changes to her usual management routine. A couple hours later, the patient claimed she ¿loss consciousness¿ due to low blood glucose. The patient denied developing any other symptoms. The patient¿s husband found her and contacted emergency medical services (ems). The patient obtained a blood glucose result of ¿0.7 mmol/l¿ with the ems meter. The patient was reportedly administered an ¿injection¿ (type not specified) which helped her regain consciousness. After, the patient was also given food and/or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 (08/08/2013)-device evaluation: the analysis of the subject meter was completed on 08/02/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced during investigation. The meter functioned normally and no issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.